Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump had an insulin flow blocked alarms ten times on the same day. The customer's blood glucose value was 199 mg/dl. The customer was assisted with troubleshooting. The customer stated that they have tried all remedies. The customer had not tried different cannula lengths. The customer was advised to revert to a back-up plan as per the healthcare professional¿s instructions. The insulin pump will be returned for analysis.

Manufacturer narrative:
The device passed the displacement test, rewind test, prime or seating test, basic occlusion test, force sensor test and occlusion test. The pump was programmed with multiple bolus deliveries and all bolus delivered properly. No unexpected occlusions or insulin flow blocked alarm noted during testing. (B)(4).